Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The cause of the reported difficulties and the subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is likely that a posterior cuff miss occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. The cause of the stenosis [occlusion] is not known but the physician believes that it could have been secondary to use of the proglide device [successfully deployed] and may be considered a contributing cause. No additional information was provided.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures did not capture the vessel and the knot did not completely release with the first proglide. An attempt was made with another proglide; however, a cuff miss [suture retrieval issue] was noticed. The sutures of new proglide devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Four days post procedure, significant symptomatic stenosis of the common femoral artery was documented, requiring intervention. The cause of the stenosis [occlusion] is not known but the physician believes that it could have been secondary to use of the proglide device and may be considered a contributing cause. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue and the patient effects referenced in b5 are filed under separate medwatch report numbers.